Event description:
They called to report customer passed away in 12/2003 due to a car accident. They stated customer was wearing the pump at the time of accident. They also states customer did not have their seat belt on; they donated the pump to hospital.